Event description:
It was reported that the programmer was unable to interrogate the implantable cardiac monitor. It was further reported that full view application was not loaded on the programmer. A second programmer was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.